Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012. Analysis results of the returned catheter were not available as of the date of this report; a follow-up report will be sent when it is completed.

Manufacturer narrative:
Analysis of the 8709 catheter revealed no significant anomaly; acceptable catheter testing; catheter incomplete/returned in segments. Analysis of the 8578 catheter revealed an indent down in the sc (sutureless connector) along with occlusion. Under microscope inspection a circular indent can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent is located in the silicone material of the cup of the sc connector. This indicates the connection between the sc connector and the pump's outlet port may possibly have been occluded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the catheter was explanted and replaced. A catheter occlusion was indicated. It was stated that at the catheter dye study, they were unable to aspirate. A rotor study was also done and noted as 'good'. Following replacement patient sustained no injury; recovered without sequel. Drug delivered via the device was lioresal.